Event description:
The pt had 2 driver rx coronary stents implanted to the lad in 2006 (ref MFR 2953200-2010-00529). The stent deployment was successful. Approximately 4 years post index procedure, the pt was hospitalized due to breast bone pain. Restenosis of the lad was discovered. The pt was treated with medication. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: occlusion.